Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted within the patient's esophagus on an unknown date. According to the complainant, the patient had undergone bariatric surgery and developed a post gastric sleeve leak. The stent was implanted in order to seal the leak. The patient's anatomy was not tortuous, nor dilated prior to stent placement. On (B)(6) 2012, the doctor endoscopically viewed the stent in the patients esophagus and noticed that the permalume coating was not present, and bare mesh could be seen at the level of the gastric sleeve leak. Additionally, a significant portion of the stent was covered with tissue granulation. A polyflex stent was implanted within the ultraflex. Reportedly, the patient is currently in and out of the ICU due to his pre-existing condition. The physician noted that the ultraflex stent was visually inspected prior to deployment, and the cover was intact. Additionally, the physician believed that the stent was fully covered when it was implanted within the patient.

Manufacturer narrative:
The device component relates to the device problem for the reported event of stent cover material integrity issue (cover missing). The device component relates to the device problem for the reported event of stent covered with tissue granulation. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device will not be returned for evaluation because it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.